Event description:
This is a report of a patient who experienced recurrent peritonitis coincident with therapy for peritoneal dialysis. The peritonitis manifested as cloudy effluent. It was unknown if the patient required hospitalization. The cause of the peritonitis was unknown. The patient experienced recurrent peritonitis three times within a month and a half with bacteria negative cultures.. Treatment information was not reported. The patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4) . The patient experienced peritonitis on an unspecified date in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.